Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). - the dentist reported that 3 months after the dental implant was installed in intraoral regions #21, it was verified their non- osseointegration. Fifty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type I.